Manufacturer narrative:
(B)(4) .

Event description:
It was reported that non-sustained rv lead noise and non-sustained vt/vf episodes were observed. Possible lead damage was suspected. Lead revision was recommended.